Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg got warm when charging even if it was not covered and would no longer charge. It was noted that the ipg appeared to be shallow in the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively.